Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 2.50mm x 15mm emerge was advanced for predilation. However, during third inflation at 18 atmospheres for 10 seconds the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with a non-bsc device. No complications were reported and the patient's status was stable.